Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex video scope exhibited b30 and e226 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the image sensor unit cable was observed to be kinked. Isolation of the defective site could not be implemented for the above reason. Therefore, although the kink of the cable cannot assert the cause of the subject events, the kink may have caused the image signal to disconnector temporarily, leading to the subject error events. Regarding the cause of the kink of the cable, since the cable kinked right below the boot of the light guide connector, bending stress may have been repeatedly applied to the boot section or excessive bending was accidentally operated, leading to application of load to the image sensor unit cable. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.